Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/31/2014). The patient¿s meter has been returned on 9/23/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s hcp (the reporter) contacted lifescan USA alleging that the patient¿s onetouch verio iq meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the error message began on the morning of (B)(6) 2014. The reporter stated that the patient visited his hcp at 2:00 pm that same day and they went through a blood glucose test together using the subject meter, and an error 4 message was again observed. The reporter stated the patient manages his diabetes with oral medications. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged meter issue. The reporter stated that the patient did not develop any symptoms and the treatment received during the patient¿s visit to his hcp was in the form of advice that they would contact lifescan for assistance with the error message. At the time of troubleshooting, the csr noted that the patient¿s testing technique was correct, the product was not being used for the first time, the test strips were stored correctly and they completely drew in the blood sample. The csr performed a walk-through test with the patient and noted that the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not receive medical treatment as a result of the alleged issue. The alleged meter issue was not resolved during troubleshooting.